Manufacturer narrative:
Additional 510k - k931995. The subject device has not yet been received for evaluation however, photos of the broken device was provided for evaluation. The below based on the legal manufacturer¿s investigation results: as the subject device not received for evaluation, the investigation is based solely on the information provided by the customer and the sbc (service business center). The product was sold on 13 july 2021. Analysis: please note that the event description and provided pictures are plausible. It was reported in the event description that the distal tip (ceramic tip) broke during use and fell into the patient. The fragments were recovered and the procedure was completed. Also, no patient injury was reported. Based on the described damage pattern, it can be assumed the insulation tip's damage was caused by mechanical thermal influence. Unfortunately, it cannot be determined with certainty, whether there was a previous damage on the device or any damage on the ceramic insulating insert was caused during last reprocessing or during last usage. The IFU ( instruction for use) carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure. In the case of unclear remains of fracture fragments, of the insulating insert made of ceramic, these can be localized with a suitable x-ray procedure or computer tomography and removed, if necessary. Cause: as for the technical cause, it is assumed that the damage of the insulation material of the sheath was caused by thermal mechanical overload, improper handling, mechanical impact like fall, shock or similar stress. Also note that the cause of the reported issue is attributed to wear and tear. Please note that signs of fatigue or pre-damage, such as minute cracks, are often hard to spot. DHR (device history record) review : a manufacturing and quality control review was performed for device a22040a with lot number 21511. There is no non-conformity associated with this device with respect to the described issue. The DHR review showed that the device was manufactured according to valid instructions and met all specifications. Additional information: prior to using medical devices, please ensure they are in perfect technical condition. See also the warnings in the instructions for use (IFU). Before use warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g cracks, fractures). Warning: risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.

Event description:
It was reported that the distal tip broke off in the patient. The broken fragments were recovered from inside patient. The intended procedure was completed. There was no patient harm or injury reported due to the event. No user injury reported.